Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported after intubation in the operating room and while under artificial ventilation management in the ICU, it was noted that 48 hours after intubation the cuff was not inflated (suspected leak), and after extubation, re-intubation was performed. The event occurred during use.

Manufacturer narrative:
One used tracheal tube was received for evaluation. As received, an orange outline was observed to outline a channel between the cuff and the tube junction. The complaint of cuff leakage can be confirmed. The probable cause is due to a welding error during manufacturing in tijuana. A lot of history review could not be conducted because no lot number(s) was/were identified.